Event description:
It was reported that the device was used off-label in the superior vena cava. Pre-dilatation was done, the absolute was deployed, and after post-dilatation with a balloon catheter the stent was found to have migrated into the atrium. A snare device was used and the stent was removed from the atrium, but it was observed that the stent struts were broken. As the physician was trying to remove the stent with the snare device the stent was found to have broken in half when the stent was brought back to the superior vena cava. A covered stent was used to compress the first portion of the stent against the vessel wall. The physician snared the second portion of the stent through the femoral vein and embedded the stent into the femoral vein.